Event description:
It was reported the intensity of the pt's stimulation (australia) decreases as the ipg battery depletes. Intensity is said to be noticeably stronger when the ipg battery is at full charge. No further information is available.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.